Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer stated that in (B)(4), the device had alarmed button error, and when the customer attempted pressing a button, there was no response. The customer's blood glucose was unknown. The customer stated that they wear the insulin pump inside their bra or they place it in their pocket, where the device might have gotten exposed to moisture. The customer stated that their most last blood glucose reading was 325 mg/dl, which was treated with insulin. The customer stated that they had been waking up to blood glucose readings of 159 mg/dl or higher. Nothing further was repotted.